Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 5.0 mg/ml of morphine at 0.9993 mg/day. Evaluation of implantable pump serial number (B)(4) revealed a high battery resistance during functional testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis by the healthcare provider. The patient¿s indication for use was non-malignant pain and failed back surgery syndrome. The drug being delivered by the pump was not provided. It was reported the pump was replaced on (B)(6) 2017 due to ¿low battery,¿ and it was also reported the pump was prophylactically removed to avoid in-vivo battery depletion. It was indicated the patient was not in a clinical study, and the device had been used with/in the patient for treatment. It was reported there was no patient death or injury, and the patient recovered without sequela following the device replacement. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.